Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima ii leakage. On (B)(6) 2024, when a closed intravenous indwelling needle was used for intravenous infusion of a patient, it was discovered that the indwelling needle was leaking. The indwelling needle was not used and the indwelling needle was immediately replaced to infuse the patient. The use was normal and had no impact.

Event description:
New information leakage occurred during puncture site. No additional information provided.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.